Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the side car sheath was pushed back from the distal tip of the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was bent. The distal end of the clear sheath and sidecar had been pushed back for a length of 2 millimeters from the distal end of the coil. A functional evaluation found that the basket could be actuated with resistance being felt. The wires of the basket were found to not be deformed. The condition of the returned unit was consistent with the complaint as the sheath and sidecar were found to be pushed back from the distal end of the coil. It appears that during insertion of the device into the scope or during attempted use inside the patient the sheath/sidecar were damaged and pushed back. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the side car sheath was pushed back from the distal tip of the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (side car push back). (B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)